Event description:
The customer called to report unexplained high blood glucose levels, with a most recent reading of 425 mg/dl. The customer also experienced fatigue and nausea. Troubleshooting was performed, and the insulin pump was programmed correctly. Found a no delivery alarm in the alarm history. The insulin pump passed the prime test, but the customer declined further troubleshooting as she felt the insulin pump was not working properly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. The insulin pump was unable to prime during the prime test due to the loose drive support disk. Unable to perform the occlusion and excessive no delivery alarm tests due to the motor error alarm. The insulin pump was also missing the end cap sticker.